Manufacturer narrative:
Pt expired and the explanted device has been returned and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the pt regurgitated and some of the regurgitation went into the vent filter, which resulted in the pump rate slowing down to 43 bpm, and the device reverted to the basal rate mode/fixed mode as designed. The pt was then placed on pneumatic support using a stroke volume limiter (svl) and drive console. A few days later, the hospital staff tried to place the pt back on electrical actuation; however, they were unsuccessful and the pt remained on pneumatic support until he expired the following day after respiratory arrest. The pt had been in a vegetative state since he experienced an anoxic brain injury two months prior to the reported event and had requested in his living will that all life measures be maintained for four months. The pump was returned to the manufacturer for analysis.